Event description:
Revision surgery - the patient suffered a rotator cuff failure.

Manufacturer narrative:
The reason for this revision surgery was to remedy a rotator cuff failure after 1.6 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: two for stability/poor joint, one due to trauma, one due to infection, one for incorrect features, and one due to dislocation. This is the first complaint for this lot number. The root cause for the rotator cuff failure was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.